Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp did not light up because a non-olympus product was used. It was also found the fan was defective, and the image was likely intermittent due to the connection failure of the light source cable, though the phenomenon was not reproduced in the repair department. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that after replacing the lamp, an error was generated and the spare lamp came on. The problem, as reported to olympus, was identified during a procedure. The intended procedure was completed after a 20 minute delay. There was no adverse effect to the patient attributed to the delay. The procedure was completed after moving to a different procedure room and using similar equipment. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, it was noted that the unit's lamp housing fan failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.